Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Corrected a2, b5, d1, d4, d6, and h4.

Event description:
Edwards received notification from a field clinical specialist that a patient with a sapien 3 valve, implanted in the aortic position for 3 years and 7 months, is experiencing increased gradients. The patient is symptomatic with sob and fatigue. Per the fcs, this is a possible tav in tav case. Intervention is required but has not yet taken place as the site is still planning what type of intervention.

Event description:
Edwards received notification from a field clinical specialist that a patient with a sapien 3 valve, implanted in the aortic position for 2 years and 9 months, is experiencing increased gradients. The patient is symptomatic with sob and fatigue. Per the fcs, this is a possible tav in tav case. Intervention is required but has not yet taken place as the site is still planning what type of intervention.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Event description:
Edwards received notification from a field clinical specialist that a patient with a sapien 3 valve, implanted in the aortic position for (B)(6), is experiencing increased gradients. The patient is symptomatic with sob and fatigue. Per the fcs, this is a possible tav in tav case. The patient finally underwent surgical aortic valve replacement.according to the medical records, most recent tte noted that the well seated bioprosthetic aortic valve showed severe aortic stenosis, the peak /mean gradients are 68/46 mmhg, and a valve area of 0.7cm2. The patient was experiencing worsening shortness of breath with exertion. The patient underwent a tavr explant and placement of an edwards surgical valve. The diagnosis for the operation was aortic stenosis, prosthetic valve. Pre cardiopulmonary bypass echo, severe stenosis of bioprosthetic valve was noted. Transvalvular measurements were as follows: mean gradient 16 mmhg, dimensionless index .34, and aortic valve area 0.95 cm2. Operative details were not provided. The patient did well postoperatively and was discharged on pod 4.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow up and the completion of the engineering evaluation. Update b5, b7, and h6. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, stenosis/increased gradient events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). The complaint of stenosis was objectively confirmed based on the provided medical records. The available information suggests patient factors (pre-existing comorbidities - htn, hld, diabetes mellitus, chronic kidney disease) likely contributed to the event as medical records note a history of relevant pre-existing comorbidities. Atherosclerosis is the buildup of calcification, plaque, or fatty material on the valve over time. These deposits often come with age and make the valve tissue stiff, narrow, and unyielding which can contribute to increased gradients or stenosis. Factors such as but not limited to renal failure, patients undergoing hemodialysis / renal replacement therapy, hypercholesterolemia, hyperlipidemia, and/or diabetes mellitus can further contribute to atherosclerosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.